Event description:
It was reported that an additional inappropriate shock was delivered due to continued t-wave oversensing. Boston scientific technical services (ts) discussed programming options. The physician was considering replacing the s-ICD system with a transvenous system. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the emergency department following receipt of shock therapy. Review of stored device memory noted inappropriate shock therapy was delivered due to oversensing of p-waves and t-waves. Programming changes were made for optimization based on the patient's low amplitude measurements. Subsequently, the patient received an additional inappropriate shock due to oversensing of noise while using a chainsaw. The patient was instructed to refrain from using a chainsaw. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the emergency department following receipt of shock therapy. Review of stored device memory noted inappropriate shock therapy was delivered due to oversensing of p-waves and t-waves. Programming changes were made for optimization based on the patient's low amplitude measurements. Subsequently, the patient received an additional inappropriate shock due to oversensing of noise while using a chainsaw. The patient was instructed to refrain from using a chainsaw. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to continued t-wave oversensing. Boston scientific technical services (ts) discussed programming options. The physician was considering replacing the s-ICD system with a transvenous system. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the emergency department following receipt of shock therapy. Review of stored device memory noted inappropriate shock therapy was delivered due to oversensing of p-waves and t-waves. Programming changes were made for optimization based on the patient's low amplitude measurements. Subsequently, the patient received an additional inappropriate shock due to oversensing of noise while using a chainsaw. The patient was instructed to refrain from using a chainsaw. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to continued t-wave oversensing. Boston scientific technical services (ts) discussed programming options. The physician was considering replacing the s-ICD system with a transvenous system. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.